Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that there was no material missing, nothing fell into the patient and arcing was not observed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have tearing at the mouth where the scissor tips exit. The tear is axially aligned with the tip cover and measure 0.163 in length. There are no signs of thermal damage present at the end of any tears, as evidenced by charring/melting. There are no missing pieces. The complaint regarding the tip cover accessory has a crack in the transparent section at the tip was confirmed by failure analysis. The probable root cause of tears to tip covers is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions that can lead to excessive wear resulting in tears. A review of the provided images was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it appears the tearing is present on the clear portion of the tip accessory, and while it does appear to reach the gray material, the gray material does not appear to be torn.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was found to have a crack in the transparent section of the tip. There was no report of fragment(s) falling inside the patient. The procedure was completed as planned with a backup product. No known impact or patient consequence was reported.